Manufacturer narrative:
Product analysis #703512340:analysis information -- 2020-03-31 14:01:38 cst pli# 30 product ID# 3708760. Below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that there was a setscrew missing at the distal end of the extension. Product ID: 3708760, lot# serial# (B)(4), implanted: (B)(6) 20019, explanted: (B)(6) 2019, product type: extension. Product ID: 3708320, lot# serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Refer to reg. Report 2649622-2019-24032 and 2649622-2019-24031 for information regarding the related reported events. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the hcp attempted to insert the cranial lead into the extension and it would only go in as far as the second contact. When the hcp tried to push further, he felt resistance. The other hcp stepped in to try and advance it. He had some success but could not fully advance. The hcp then tried to remove the cranial lead from the extension it was stuck in there. The hcp's jointly had to dissect each screw segment from the electrode. The screws were not tightened at any time. All screws were removed from the extension to assist in the process. The extension was then replaced and was cut away with another 3708760. The hcp then attempted to connect the two cranial leads to the two extensions which presented with similar issues and would not advance past the second electrode without meeting some resistance. A cranial lead was used to bench top test the extensions. Again, the hcp felt a lot of resistance during insert and when he removed it from the lead, the contacts became damaged. The decision was made to implant 3708660 instead of the research leads to ensure the cranial leads were protected and not damaged. It was noted that one of the extensions was discarded and only two will be returned. The serial number for the two returning extensions was unknown at the time of the report. No further complications were reported/anticipated.